Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: part of the mouth of the reduction forceps is broken off. All pieces were retrieved.

Manufacturer narrative:
Device used for treatment and not diagnosis. Our investigation of the returned reduction forceps has shown that one tip of the pliers is indeed broken off. We are not able to determine the exact cause of this breakage. We can only suppose though that far too much mechanical force has been applied and lead to the breakage of the one tip. The broken surface itself is homogenous which indicates material conformity as well. The instrument was analyzed for conformance to print specification, as well as the device history record was researched. No abnormal findings were identified.

Manufacturer narrative:
Manufacturing documents were reviewed and no complaint related issues were found. The device was received and the investigation is ongoing.